Event description:
On 1/9/2024, it was reported on case number (B)(4) by a sales representative via sems-(B)(4)that a revision reverse tsa procedure occurred on (B)(6) 2024 for unknown reasons. During the procedure, it was reported that an ar-9545-t15-01 driver shaft was stripped when trying to remove screws from the mgs baseplate. The case was completed successfully, with no reported patient harm and no further information provided. No pieces broke inside the patient. Additional information has been requested on what caused the necessary revision surgery on (B)(6) 2024 on sems-(B)(4) for case number (B)(4). Additional information was received on 1/31/2024: on 1/9/2024, it was reported by a sales representative via sems-(B)(4) that a patient had undergone a revision reverse tsa procedure on 1/08/2024 due to an infection. All components had to be removed, and the suture cup had to be separated from the stem for explantation. The original procedure was performed on (B)(6) 2023 at the same facility. No new products were implanted after explantation. The case was completed using another ar-9545-t15-01 driver shaft to remove the suture cup. The surgeon stated the patient's current health status had been reported as good.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.